Manufacturer narrative:
(B)(4). Insulin pump had unresponsive esc and act buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump got wet. The customer¿s blood glucose was unknown. The customer was not trust her insulin pump. The insulin pump will not be returned for analysis.